Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for two (2) unknown screws: locking: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Manufacture date: without a lot number, the device history records review could not be completed as no product was received. (B)(4). Device evaluated by MFR: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to infection and implant cut through the femoral head. Initially, the patient was implanted with femoral neck system about 3-6 months ago to treat a subcapital femoral neck fracture. As per the surgeon, the antirotation screw and barrel length measured out to be the same size as recommended in the surgical technique. The plate also had two (2) unknown unicortical locking screws that remained intact. Patient outcome and surgery delay were unknown. This complaint involves four (4) devices. This report is for two (2) unk - screws: locking. This report is 3 of 4 for (B)(4).